Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the staples were opening strong after wound closure (subcutaneous) which resulted in open wounds. The staples are removed on the ward. The skinstapler was used for a long time by these surgeons. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 18 closed samples for analysis: 1) appearance check of returned samples: - tyvek & blister pack: not found any problem. - stapler: not found any problems. 1st staple was loaded in its proper position. Staples were in line correctly in cartridge. - latch part of the cartridge: not found any problem. - surface of the cartridge: not found any noticeable scratches or dents on the cartridge. - spring hook part: not found any abnormality. 2) reproducibility test (stapler release (function) check) before disassembling: staple release without rubber 3 staples: staple release with rubber 3 staples. Check result: staple release check with first 6 staples in the cartridge (one of the returned staplers randomly chosen). - 6 staples were released without any problems and staple release function worked properly. No reproducibility was observed. 3) production record sheet check: components record sheet: - no abnormalities were found in the record sheet. Measured value of staple / steel wire(raw material) inspection sheet: - no abnormalities were found in the record sheet. 4) reproducibility test (staple release (function) check: staple release test with 8 staplers: staple release without rubber 5 staples - staple release with rubber 5 staples. Test result: no abnormalities were found in staples and its function. All the staples were released without any problem. The staple release function worked properly. Reproducibility was not observed. As the result of the investigation, no problem was found with the production record sheets, acceptance inspection including stainless steel wire strength check and measurement values of staple. No abnormality was observed with appearance check and reproducibility test (staple release check). The staple release function worked properly. Final conclusion: although the results of the samples received fulfil the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
As additional information received, in one patient part of the staples had to be removed and replaced with a skin suture.